Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that the lead dislodged after placement during the implant procedure. After several attempts the lead was replaced. No adverse consequences to the patient.